Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was initially reported that during a revision acl reconstruction with achilles-calcaneus allograft the arthrex flipcutter ii broke at the beginning of drilling the tibial socket. Surgeons were able to remove the broken blade which was near the tibial tunnel. This was reported to be a complex acl revision case with prominent deficiency of the bone in the tibia. For this reason the surgeon chose to use the largest flipcutter ii (12.0 mm) in order to accommodate the large bone block. After the flipcutter broke, to complete this portion of the procedure, the surgeon chose to use another manufacturer¿s device. Instead of using an all-inside technique, to create two sockets in the tibia, the surgeon used a conventional drill and created a full tibial tunnel. It was noted that the surgeon did use a flipcutter (10 mm) on the femur with no issues. Update 05-jun-2019: this was confirmed to have been a revision case of a previous acl reconstruction which was performed years prior. The reporter has no information regarding the previous acl reconstruction and therefore it cannot be confirmed if the original reconstruction involved any arthrex products.